Event description:
It was reported that a lead dislodgement was detected during follow-up. Changes in ventricular lead thresholds, and "problems with lead sensing and impedances" were also reported. The lead was explanted and replaced with a lead of the same type. No patient complications were reported as a result of this event.

Event description:
It was reported that a lead dislodgement was detected during follow-up. Changes in ventricular lead thresholds, and "problems with lead sensing and impedances" were also reported. The lead was explanted and replaced with a lead of the same type. No patient complications were reported as a result of this event. Additional information was received, noting blood was found in the insulation of the explanted lead.

Manufacturer narrative:
Other: it was reported that a lead dislodgement was detected during follow-up. Changes in ventricular lead thresholds, and "problems with lead sensing and impedances" were also reported. The lead was explanted and replaced with a lead of the same type. No patient complications were reported as a result of this event. Additional information was received, noting blood was found in the insulation of the explanted lead. No conclusion can be drawn dislodged sensitivity blood contaminated device high threshold.